Event description:
A customer called adc customer service and asked to be trained on how to use her freestyle lite blood glucose meter. Adc customer service provided the requested training and while the customer was answering the troubleshooting survey questions, she reported that approximately a week and a half prior (the customer did not have the exact date and time of the event) she could not "regulate" her blood sugar as she was not familiar with her meter and not able to obtain readings. The customer further reported she experienced disorientation, headaches, weakness, fatigue and "black outs". She reportedly lost consciousness, but no third-party medical intervention was required and no medications were taken to counteract the event. The customer also reported she ate food to ameliorate her symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This case does not involve a product malfunction and no product investigation is necessary. Adc customer service provided training to the customer on how to use her blood glucose meter. This is the final report.